Manufacturer narrative:
(B)(4). The device was requested, but has not yet been received. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) that a patient was administered two fillings instead of one. The increased intraperitoneal volume (iipv) was 200%. This event meets overfill criteria. There is no injury reported in relation to the patient.

Manufacturer narrative:
(B)(4). The device was returned and evaluated in (B)(6). The issue wasn't confirmed or reproduced. The event log was reviewed and did not confirm the overfill issue. The reported therapy started on (B)(6) 2010 (time 23:35:34) was completed within prescribed ranges. During evaluation, simulated therapy was performed with success. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.